Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional stated that during intraocular lens (iol) implantation anterior posterior trailing haptic was found broken in the wound. The surgery was completed on the same day. Additional information has been received and stated that the iol was slightly decentered. The surgery was able to complete on the same day with the iol was centered.